Event description:
It was reported by sales rep that during a arthroscopic shoulder stabilization surgery on (B)(6) 202, it was observed that a large amount of metal shavings were ejected from the aggressive 4.0mm blade device while in use with the shaver from the tip into the shoulder. All the particles were removed with the new shaver. There was an approximately five minutes of delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). The lot was unknown. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The inner and outer sleeves were separated and inspected for any visual defects that may contribute to the complaint condition. The device had signs of friction and striation marks on the surface of the distal end of the inner blade. The tornado shaver used in the procedure was not received for evaluation. During the functional test, the device was loaded into a micro tornado shaver test and connected to the pump. It was tested several times at different speeds and different action on the shaver, when the pump was in the maximum speed of 1,500 rpm, the device was working as intended. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Based on the condition of the blade, the complaint can be confirmed. The possible root cause for metal shavings can be attributed to blade wear and degradation, as per IFU; excessive side loading may result in blade wear and degradation. Adequate suction is recommended to reduce wear and degradation of the device. Besides, the handpiece where the blade is assembled was not received for evaluation, potential ways to reduce shedding is to ensure all hand pieces are properly serviced and maintained. In case of the sound issue, if the blade running at 1500 rpm outside the joint and the vibration is expected. Based on testing results, the possible root cause for issue reported could be that the device was running at highest speed, however this cannot be conclusively affirmed since the information was not provided on the complaint. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.